Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure device had migrated into her uterus / perforation (uterus)"), pregnancy with contraceptive device ("she was pregnant/pregnancy (with complications)"), genital haemorrhage ("abnormal, heavy bleeding") and caesarean section ("live birth with complications delivered a baby by c-section") in a female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone (depo provera) from july 2015 to october 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal procedure with removal of the left essure device on (B)(6) 2017, c-section to remove essure) and surgery (c-section and tubal ligation). Essure was removed on 12-jul-2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, caesarean section, abdominal pain, anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, abdominal pain lower, anxiety, caesarean section, depression, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: over the next several years, she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. On (B)(6) 2015, hysterosalpingogram showed left-sided microinsert is positioned well within the left fallopian tube. Right-sided microinsert is abnormally positioned within the right side of the uterine cavity. Free spillage of contrast material through the right fallopian tube into the peritoneum most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received: lot no. Was added. New events, ¿uterine perforation, abdominal pain lower, pelvic pain" and complication of pregnancy were added. Patient's demographics were added. Lab data was added. Treatment drugs were added. Surgery was added. Product information was added. On (B)(6) 2018: fu 2 and fu 3 processed together. Mr received : reporter's information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure device had migrated into her uterus / perforation (uterus)"), pregnancy with contraceptive device ("she was pregnant/pregnancy (with complications)"), genital haemorrhage ("abnormal, heavy bleeding") and caesarean section ("live birth with complications delivered a baby by c-section") in a female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal procedure with removal of the left essure device on (B)(6) 2017,c-section to remove essure) and surgery (c-section and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, caesarean section, abdominal pain, anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, abdominal pain lower, anxiety, caesarean section, depression, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: over the next several years, she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. On (B)(6) 2015, hysterosalpingogram showed left-sided microinsert is positioned well within the left fallopian tube. Right-sided microinsert is abnormally positioned within the right side of the uterine cavity. Free spillage of contrast material through the right fallopian tube into the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("the right essure device had migrated into her uterus"), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of device expulsion ("the right essure device had migrated into her uterus"), abdominal pain ("extreme abdominal pain"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal procedure with removal of the left essure device on (B)(6) 2017) and surgery (the right essure device was removed). Essure was removed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, the last episode of device expulsion, abdominal pain, anxiety and depression outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, pregnancy with contraceptive device, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: over the next several years, she sought treatment on multiple occasions for symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.